Event description:
It was reported that the pt's vns showed high impedance during a routine office visit and his generator indicated that it was nearing end of service. The pt was also noted as having an increase in seizures and behavioral changes. A battery life calculation estimated -0.3 years until end of service. During a review of the diagnostics history, it was found that on (B)(6) 2007 high impedance was found but on (B)(4) 2007 the diagnostics had returned to normal. This could be an indicator of possible positional lead break. Attempts for further information have been unsuccessful to date. Surgery to replace the vns lead and generator is likely.

Manufacturer narrative:
Conclusion: device failure is suspected.